Event description:
It was reported patient enrolled in a clinical study underwent total knee arthroplasty on an unknown date. Subsequently, patient underwent an irrigation and debridement procedure on (B)(6) 2006 due to a stitch abscess. Patient underwent another irrigation and debridement on (B)(6) 2006 due to a stitch abscess. Additionally, patient underwent a revision procedure on (B)(6) 2006 due to infection and inflammation. All components were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Product identification & expiration date - unknown, date implanted - unknown, PMA/510(k) number - unknown, manufacture date - unknown.